Manufacturer narrative:
(B)(4). Medical products: unknown knee bearing, cat#:unk, lot#: unk. Unknown knee tibial tray, cat#:unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00885, 0001822565 - 2018 - 00886. Product location is unknown.

Event description:
It was reported that the patient developed infection after initial knee arthroplasty. It is unknown how long the devices were implanted prior to the development of infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: the following sections were corrected: the product could not be evaluated and the reported event could not be confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.